Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. The returned sample determined that it was received one unopened sample that pertain to the product code sxpp1a405. In order to evaluate the condition of the returned samples, the packet was opened. The needle-suture combination was placed correctly. The suture was dispensed without problems and examined along the strand and no anomalies on the barbs could be observed. The fixation tab was intact in the sample. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were there any patient consequences? No procedure name?unknown. The lot of ip is unavailable. The actual samples were discarded. The remaining twenty-eight sterile products from the same lot will be returned for analysis. Attempts are being made to retrieve the device samples. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-06770, and 2210968-2023-06772.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. The fixation feature broke when the surgeon attempted to sew muscle fascia. Changed to another one to complete surgery. There were no adverse patient consequences reported. Additional information was requested.